Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part # 04.031.976s, synthes lot # h437000, supplier lot # n/a, release to warehouse date: 22aug2017, expiration date: 31jul2022, manufactured by: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Customer quality investigation: the femoral nail was not returned. A photo-investigation was performed on the images. Upon inspecting the images provided, no fault or issue could be identified and confirmed. A DHR review was conducted based on the given lot number and showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. However, the part and lot number cannot be confirmed from the image of the device. Conclusion: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Health effect clinician code (B)(4) used to capture injury. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a hardware removal procedure of ex adolescent nail on the right femur. This report involves one (1) ø10mm ti adolescent lat entry femoral nail-ex/360mm/rt-ster. This is report 1 of 5 for (B)(4).